Manufacturer narrative:
.

Event description:
A report was received that the patient was unable to charge her ipg following a pocket revision procedure. The database analysis revealed no anomalies. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient was unable to charge her ipg following a pocket revision procedure. The database analysis revealed no anomalies. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that the reason the physician replaced the patient¿s ipg was due to suspected malfunction, however upon the revision the physician realized that the ipg may have been implanted too deep.

Event description:
A report was received that the patient was unable to charge her ipg following a pocket revision procedure. The database analysis revealed no anomalies. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
The returned device was analyzed and the complaint was not confirmed. The ipg is capable of being fully charged under proper methods. The battery profile indicated that the battery was not optimally charged in the field due to poor coupling. The compliant in regard to the impedance anomaly was not verified. An impedance measurement showed all contacts exhibited common values. The device passed functional test and revealed normal device characteristics.

Event description:
A report was received that the patient was unable to charge her ipg following a pocket revision procedure. The database analysis revealed no anomalies. The patient will undergo a pocket revision procedure.